Manufacturer narrative:
No device was returned for evaluation. If the device is received, a follow-up report will be submitted upon completion of product evaluation.

Event description:
It was reported that the patient "has metal beads from her lynx procedure and used her spinalogic stim once and felt a painful pull." It was then clarified that the patient "did not have any permanent damage from the use of the device and the use of the device was discontinued immediately but that there may have been possible permanent damage to the patient if the use of the device was continued."

Event description:
It was reported that the patient "has metal beads from her lynx procedure and used her spinalogic stim once and felt a painful pull." It was then clarified that the patient "did not have any permanent damage from the use of the device and the use of the device was discontinued immediately but that there may have been possible permanent damage to the patient if the use of the device was continued."

Manufacturer narrative:
H2, h3, h6: device was returned for evaluation. Ran full treatment at test station with magnetometer: observed results within specifications. Device performed as expected; could not duplicate reported event, no failure identified. It was found that the device had never been used for treatment (a blank treatment log was found during device evaluation).